Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. The technician observed the site glass, located near the generator water supply valve, was loose. The technician replaced the teflon brushings on the sight glass and secured with site glass nuts. A test cycle was performed; the unit was confirmed operational and returned to service.

Event description:
The user facility reported their amsco sterilizer was leaking water and steam from the bottom of the device. Approximately, 2 gallons of water leaked. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.